Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient reported that he had device implanted for fecal incontinence. He had been having cramping in his stomach. He was wondering if stim was causing this (patient stated he may have bumped it). He had not tried to turning stim of or down to see if cramping subsides because he did not know how to use the patient programmer. On the day of report, patient was instructed to decrease amplitude from .6v to .4v. A sudden change in therapy was noted. It was indicated that he has appointment on (B)(6) with healthcare provider. The event occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.